Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections confirmed the helix was extended and that the anode and cathode coils were slightly deformed and stretched. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to product removal.

Event description:
Boston scientific received information that this lead was explanted and replaced, three days post implant. No specific information was provided regarding product removal. The lead was successfully replaced in absence of any reported adverse patient effects and later returned for laboratory analysis.